Manufacturer narrative:
The customer technical specialist (cts) assisted the customer in locating the tubing that popped off valve (vl46a). The customer re-attached the tubing resolving the leak. Beckman coulter service was not dispatched for this event. Failure mode of the leak was related to the tubing that popped off vl46a. (B)(4).

Event description:
The customer reported to beckman coulter that approximately 20 ml of clear diluent leaked under the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is no exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.